Event description:
It was noted three locking screws were broken, but it was difficult to determine if the screws broke during removal or if they were already broken. A part of the broken screw remained in the shaft of the bone. This report is for the post-operative non-union. The broken locking screws are captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was difficult to determine if the screws broke during removal or if they were already broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for five (5) unknown cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal of one (1) proximal humerus plate, one (1) 3.5 locking compression plate (lcp) reconstruction plate, five (5) cortex screws, ten (10) locking screws, and a conventus proximal humerus cage due to non-union on (B)(6) 2019. The patient sustained an injury on (B)(6) 2016 and had a surgery for primary repair at an unknown date and another for non-union at an unknown date. The surgeon noticed this particular non-union on (B)(6) 2018. It is unknown if there is surgical delay. Procedure outcome and patient status in unknown. This report is for five (5) unknown cortex screws. This is report 3 of 4 for (B)(4).